Manufacturer narrative:
One bi-directional, curve d-d, tacticath sensor enabled contact force ablation catheter was received for evaluation. Investigation revealed the catheter shaft material had been fractured proximal to electrode ring 4. Optical fiber 2 was determined to be fractured at the location of the fracture in the shaft material, consistent with the observed error messages, and with the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the fractured optical fiber and shaft material remains unknown.

Event description:
This report is to advise of a fracture that was noted during analysis.